Event description:
It was reported that a patient reported hearing loss after the MRI examination. The patient was scanned for approximately 15 minutes. The patient was not provided with hearing protection. No information regarding medical treatment of the patient has been provided. There is no evidence of system malfunction.

Manufacturer narrative:
The system is designed to comply with iec and osha standards for acoustic limits and the working safely operator manual 2381696 instructs sites to use hearing protection. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore initial reporter information is not provided due to country privacy laws. The log information reviewed from the site did not indicate there was any system malfunction that may have contributed to the incident. The system operator is responsible for providing the hearing protection. In this case, hearing protection was not provided during the patient scan. All data reviewed indicates that the system was operating normally and within performance specifications. No further actions are planned at this time.